Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that during the implant procedure, the lead impedance was measured between 2257 ohm and 2892 ohm. The threshold was measured through the analyzer between 1.4v and 1.8v. The device was not implanted. No patient complications have been reported as a result of this event.